Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture in the display. The battery compartment was found to be cracked from the threads to the grip pad. Corrosion was observed in the battery compartment. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and moisture was found on and under the display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.